Event description:
It has been reported to philips that the allura system did not start up. The system was in clinical use and the examination was postponed. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite, and the troubleshooting actions showed a problem with the host pc. The fse replaced the host pc and the device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in coronary examination when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Analysis of the system log file showed that the system was down when the issue occurred which indirectly indicated malfunction of host-pc. During troubleshooting, the fse found that the host-pc was not booting. The fse replaced the host-pc. After replacement of the host-pc, the system was returned to use in good working order. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis; however the replacement of the host pc by the field service engineer has resolved the reported issue. The codes were updated based on the investigation outcome.